Event description:
It was reported by service report that the nurse call cable was not connecting to the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Loose jack screw on nurse cable.